Event description:
It was reported that the device was not starting and would just blink. There was no patient involvement.

Manufacturer narrative:
The affiliate site reported that after powering on the device, all leds were blinking and the temperature was rising very fast, until it reached 63 degrees celsius. The device was returned for evaluation. Visual inspection and functional testing were performed. The device was received with scuffs on front enclosure, with no power cord, missing temporary screws, and no hose. During the functional testing, it was found that there was a faulty heater and faulty ac distribution board. The root cause of the problem could not be determined. The device history record (DHR) was not performed as it is located with another manufacture which performed the qa final review/release subsequent to the manufacturing of the device. Operator of device and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).